Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 26nov2011 . The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Unexpected return. (B)(4). Npi not confirmed. Unit received unexpectedly. No tracking number found / RMA 301385598 created when unit was received in our repair center initially. Please note: at the time this notification was created, the unit is not marked prcd/received due to missing customer information. Npi will be confirmed and noted once needed repairs are confirmed by customer and customer has been contacted. (B)(4). Customer stated channel c fails calibration was confirmed due to a bad drive module. Also found bad nicad and lithium batteries that failed to hold charge, replaced them a new drive module on channel c, and new nicad and lithium batteries. (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 26nov2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6).